Event description:
A stapled side-to-side anastomosis was begun with the gia 75 blue load stapler. In doing this, the gia device did not deploy properly and felt that the prudent thing to do would be to take the anastomosis down and reform it. The bowel was again re-amputated between kocher clamps and the mesentery ligated with 0-vicryl ties. Again a side-to-side functional end-to-end anastomosis was fashioned with a new gia 75 this time green load stapler and closing it with a gia 60 green load staple.what was the original intended procedure?loop ileostomy reversal with small bowel resection.device #1is this a laboratory device or laboratory test?no.